Manufacturer narrative:
Block h6: imrdf code a0501 captures the reportable event of hypotube detachment of device during an unknown procedure. Imrdf code a150208 captures the reportable event of device deployed in scope. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed in an unknown location. The procedure date in unknown. During the procedure, the distal portion of the inner catheter, which is about 1cm in length, fell from the catheter after the clip was deployed. The piece was pushed out of the working channel of the scope. The anatomy location is unknown. The procedure was completed with original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.